Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: extension. Product ID: 3889-28, lot# v155541, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that they got a complete new model on the right side on (B)(6) 2010. The patient had a replacement or a revision and the device was replaced for an unknown reason. The patient didn't know if this was done due to normal battery depletion. No product issues, symptoms, or troubleshooting were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.